Manufacturer narrative:
Other, other text: additional information d5 h6 this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Case was cracked near the battery well. The technician hooked device up to oxygen (o2) supply and turn device on. Tested device to see if light-emitting diode (led) lights illuminates and if demand functions as normal. The reported issue was confirmed. The root cause of the reported issue was found to be when breathing the spontaneous breathing led did not illuminate. The technician replaced the faulty piezo dis sensor.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac led does not eliminate and demand function is not working.